Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the black box reviews shows several ¿por¿ occurring after 128-fe88, secondary error code fe88 is defined as a post delivery motor power supply fault. The battery compartment and cap are undamaged and able to fit securely. The battery case is cracked near the sealing; the pump failed a leak test due the cracked case leak. The pump powers ¿on¿ and displays ¿verify¿ screen. The display screen is dim and reddish upon start up. The pump was primed and exercised for 24 hours, no powers interruption occurred during the duration test. Pump case was removed, moisture corrosion was found to the pcb on the rf circuit and to the periph micro-controller circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.